Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor experienced a power failure. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that there is a power failure. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The device remains at the customer's site. No further action is warranted at this time. H3 other text : device is end of life / end of support.